Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. However, it may have happened a jam at the plunger rod- stopper assembly process inducing the damage to the barrel. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: syringe plunger rod-stopper assembly process. It may have happened a jam at the plunger rod- stopper assembly process inducing the damage to the barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe barrel was damaged. This was discovered before use. The following information was provided by the initial reporter: in the morning of (B)(6) 2020, when the patient was infused, use a flush to irrigate the patient's catheter. Open the package and find that the barrel is damaged.